Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: black box data from the date of the alleged event had been overwritten due to continued patient use of the device. There were no records suggestive of a battery life issue in the available black box data. A battery cap was not returned with the pump for investigation. At test cap was used to complete the investigation. With the test cap properly in place on the pump, the pump powered on and was exercised for 24 hours without any power issues occurring. Electrical current draws were found to be within specifications. Investigation did not confirm nor duplicate a battery life issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.